Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -10.5/2.5/116 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. In a subsequent surgery later that day, the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem. Cause is reported as unknown.